Event description:
Caller states that there were missing segments on the display. The customer was given 10 units of insulin after obtaining a result of either 226mg/dl or 426mg/dl as the missing segments made the number appear either way, caller states. The customer's ketones were checked as well and registered at 80mg/dl so she was drinking water to alleviate this issue. No medical treatment was sought or received. Requested return of suspect device and replacement was sent.